Event description:
It was reported that during the implant procedure, the right ventricular lead exhibited high impedance. The lead was not implanted. The patient was doing well.

Manufacturer narrative:
(B)(4).